Event description:
The device was reported by the customer as returning from clinical service with an unsigned note that the "pump is too loud". In testing of the device at the customer facility, the pump being too loud was not confirmed; however, the pump was found to under-deliver. There were no reports of any adverse patient events or delivery issues associated with the device while in clinical use.